Event description:
The info received indicated that a male pt experienced an intra-procedural thrombotic event post implantation of two cypher stents in the mid lad. Approximately three and a half years later, the pt experienced a myocardial infarction. A coronary angiography revealed thrombus, stent fracture and coronary aneurysm in the segment where the two cypher stents were previously implanted. The indication for the index procedure was acute anterior st elevation myocardial infarction. The pt's left anterior descending (lad) artery was totally occluded in the mid point and there was 70% stenosis in the ramus intermediate. Pre-dilation was not conducted before a 3.5 mm x 33 mm and 3.5 mm x 28 mm cypher stents were implanted overlapping and thrombus was seen down the entire mid lad post stenting. This was treated with intracoronary type plasminogen activator (tpa) and intracoronary nipride with excellent angiographic results. The ejection fraction was 45% with severe hypokinesis of the anterior wall and apex. Two days later, a staged procedure was conducted to treat the ramus branch using a 3.0 mm x 33 mm cypher stent implanted in the proximal ramus with successful results. The lad was said to be widely patent at that point. Medications prescribed post index and staged procedure were not available. Approximately thirty-two months after the index procedure, the pt experienced an acute anterior st elevation myocardial infarction. Emergent coronary angiography revealed a totally occluded lad. The previously implanted cypher stents showed a fracture observed in the proximal stent along the line of overlap with the distal one and medially displaced compared to the distal one. Re-pci was conducted.

Manufacturer narrative:
A wire was negotiated with considerably difficulty across the stents into the distal vessel because there was a cavity laterally to the first stent. Eventually, it was passed across both stents and pre-dilation was conducted several times until timi grade 1 flow was achieved. At this time, an aneurysm partially filled with thrombus was observed lateral to the first stent. The thrombus was partially aspirated with a pronto passive aspiration catheter and angiojet was also used removing virtually all thrombus except for a portion on the lateral side of the first stent between the stent and the aneurysm. Final angiography showed the proximal segment of the fractured stent was displaced as before with most of the blood flow down the coronary being through the new aneurysm lateral to the first stent and then into the main channel of the second stent, well displaced laterally to the first stent. An intra-aortic balloon pump was inserted for support. The cypher stent previously implanted in the ramus was restenosed. There was no intervention reported to treat this restenosis. Three films were received indicating the index procedure, the staged procedure and the re-pci conducted three and half years post index procedure. The films were sent for an independent review report. Additional info will be reported as the film review report becomes available. Additional info will be submitted within 30 days from receipt of additional info. This is one of three products involved with the reported event. The associated manufacturer report numbers are 3003742446-2009-00225 and 3003742446-2009-00227.